Event description:
It was reported that the physician was attempting to treat a lesion located in the cx with 95% stenosis, severe tortuosity and severe calcification with a 2.5mm diameter x 30mm length endeavor sprint stent but was unable to advance to the lesion site. The physician withdrew the device and noticed that the struts on the stent were deformed. It was reported that pre-dilation was carried out using a 2.0x20 balloon catheter inflated once at 12atm. The procedure was completed using a endeavor resolute device. Device evaluation: the distal tip was flared and kinked indicating that it may have been stubbed during advancement. A number of struts on the 1st and 2nd distal stent segments were raised and pulled distally over the inner shaft marker and balloon pillow. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (95% stenosis, severe tortuosity, severe calcification). Evaluation conclusion: inherent risk of procedure (failure to deliver stent and stent deformation). Device failure related to patient condition (95% stenosis, severe tortuosity, severe calcification). (B)(4).